Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 24x2.50mm promus premier" drug-eluting stent was advanced to treat the target lesion. However, during the procedure, the stent failed to cross the lesion. After removing the device followed by further vessel preparation, the physician re-advanced the stent delivery catheter system and upon dilation, it was noticed that there was no stent on the balloon. Extensive screening or looking for the missing stent from inside to outside of the patient's body was performed but the stent was unable to be located. The clinical team could not fully confirm if the stent was on the balloon in the first instance. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous, mr 2.5 x 24mm, stent delivery system (sds) was returned for analysis. The stent was not returned as it was not located in the hospital. The balloon cones were reviewed and showed signs of negative pressure. The balloon wings were open and relaxed. There was solidified media inside the balloon chamber. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿¿an unexpanded stent should be introduced into the coronary arteries one time only. An unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgment from the balloon may occur. Verify that the stent is positioned between the proximal and distal balloon markers. Check for bends, kinks and other damage. Do not use if any defects are noted." (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 24x2.50mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, during the procedure, the stent failed to cross the lesion. After removing the device followed by further vessel preparation, the physician re-advanced the stent delivery catheter system and upon dilation, it was noticed that there was no stent on the balloon. Extensive screening or looking for the missing stent from inside to outside of the patient's body was performed but the stent was unable to be located. The clinical team could not fully confirm if the stent was on the balloon in the first instance. No patient complications were reported.